Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product.

Event description:
It was reported that it was difficult to cross lesion and stent damage occurred. The patient has a past medical history of non-insulin dependent diabetes. Vascular access was obtained through the femoral vascular access site. The 86% stenosed, with a <45 degree bend, eccentric and progressive target lesion which is 40mm in length in a 2.9mm vessel diameter was located in the moderately calcified and moderately tortuous left circumflex artery (lcx). Following post-dilation with a 2.5/15 emerge balloon catheter, a 3.00 x 48mm synergy stent was advanced to treat the lesion at 80% post dilation. However, the physician found it was unable to cross the lesion and when the device was completely removed from the patient's body, it was found that the distal of the stent was deformed. The procedure was completed with another synergy stent. No patient complications were reported and the patient condition following the procedure was stable.